Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head fractured on the harmonic ace instrument. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.406" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of the provided image was performed, and the following additional information was provided: the image showed a broken curved blade.